Event description:
Pt admitted for revision of total left knee replacement. Previous total knee replacement was done in october 1995. X-rays revealed wearing of the polyetheylene and metal on metal on the medial compartment, and question of irregularity of the femoral prosthesis. Surgical removal of the femoral component was done, which identified that one of the portions of the femoral component was cracked posteriorly. The polyethylene component was removed and showed significant wear of the medial portion. A total knee revision/replacement was done following removal of the components.